Event description:
It was reported that during the attempted implant of this right atrial (ra) lead the physician encountered difficulties positioning this lead due to high thresholds and under sensing, furthermore, there was an indication that after positioning the lead, a dislodgement occurred. Upon removal of the lead the helix mechanism was difficult to retract and thus the lead was difficult to remove. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead the physician encountered difficulties positioning this lead due to high thresholds and under sensing, furthermore, there was an indication that after positioning the lead, a dislodgement occurred. Upon removal of the lead the helix mechanism was difficult to retract and thus the lead was difficult to remove. This lead was returned. No additional adverse patient effects were reported.